Event description:
It was reported the caller was in the emergency room in a surgery, they were doing a lead replacement for the lead using an MRI, off label way. Manufacturing representative was not sure if the implantable neurostimulator (ins) battery was turned off. Patient had two previous devices and one lead was being revised on one side and they were unsure if the other side was turned off. Additional information received reported that the patient was having a left lead revision using the MRI lead implant procedure. It was unknown if the ins was turned off prior to the patient going into the scanner so they had inquired about potential concerns with the batteries on the units. They had considered taking the patient out of the scanner to the check the batteries. No problems with the generators were indicated and the patient was doing fine after the procedure. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).